Manufacturer narrative:
Analysis of the returned device is pending.

Manufacturer narrative:
As no additional information concerning this report is expected at this time, our investigation is complete. This investigation will be updated should additional information be provided.

Event description:
Boston scientific received information that this device displayed an elective replacement indicator (eri) associated with a middle of life 2 battery measurement and an extended charge time that exceeded specifications. This device is not included in the mid-life display of replacement indicators advisory population communicated (B)(6) 2007. There were no adverse patient effects reported, and the device remains implanted and in service.

Manufacturer narrative:
This device met specifications in testing and analysis. Upon receipt at our post-market quality assurance laboratory, the device was thoroughly inspected and analyzed. Based on recorded data from device operations and an engineering calculation based on programmed values, this device met longevity expectations. The device was then put through and passed a series of automated diagnostic tests that verified the performance of the defibrillation, pacing, sensing, high-voltage shocking, and recording functions of the device.

Event description:
The device subsequently was explanted and replaced with no adverse patient effects.